Event description:
It was reported a physician performed a balloon kyphoplasty in a pt; portions of the vertebral body were reduced and restored using the bone tamps. After mixing the cement for 2 minutes, then waiting an additional 13 minutes; the physician was ready to insert cement into the pt. The cement was of a dull, toothpaste consistency. Reportedly, 3cc's of cement was delivered into the fractured level without extravasation. A full bone filler device was added to the left side without extravasation. A 1/3 of the second bone filler device was added to the right side cannula and an interior extravasation occurred. Upon review of ap and lateral images, it was found the cement traveled in an anterior/lateral direction from the right side of the pt. There has been no other consequence to this pt. No additional info was reported.

Manufacturer narrative:
Method: device not returned, follow up with company representative.